Event description:
It was reported that the patient was admitted to the hospital intensive care unit for cardiac failure and died post procedure of routine device replacement. It was further reported that the patient's "heart was moving, but blood did not flow throughout" the patient's body. The patient "took a sudden turn for the worse" and died. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Additional information received noted the physician commented that the patient's heart failure progression was likely due to noncompliance with medication regimen and that the patient's condition at the time of replacement was poor enough that a postponement of the procedure would have been considered.